Event description:
(B)(4). The maude report did not contain any narrative concerning the reported product problem or the name of the hospital that filed the report. Because of these restrictions, we are not able to reply with additional information. Vapotherm will notify the FDA should we receive any information in the future.